Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped at the pocket site. The patient's ipg was repositioned and the patient was doing well postoperatively.